Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f73 alarm (overcurrent to motor). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-73 alarm was identified during the alarm log review, functional testing, and visual inspection. The cause of the condition was determined to be disconnection of connector. To correct the condition, the connector was repaired. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.